Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this event contribute to any patient adverse event? A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left inguinal area skin contusion, debridement, suturing procedure on (B)(6) 2025 and suture was used. Around 10:20, the surgeon performed surgery on the patient. When suturing to the fifth stitch, the suture suddenly broke, and the broken part was in the middle section. The doctor immediately stopped the operation to check the condition of the wound, replaced the same specification of suture to complete the remaining suture, and the process went smoothly. No adverse patient consequences were reported. Additional information was requested.